Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's catheter migrated to the heart. Both the port and the catheter were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The quantity affected is one unit. Investigation summary: one powerport clearvue isp port was returned with 8fr chronoflex segment. Visual observation noted a complete circumferential break within the cath-lock. Therefore, the investigation is confirmed for the reported catheter break. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry 12/2017).

Event description:
It was reported that the patient's catheter migrated to the heart. Both the port and the catheter were removed. There was no reported patient injury.